Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that this is an error that occurs when a communication error occurs and due to the damage of the cable, it can no longer communicate between the processor and the camera head.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty cable unit. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an e224 error-scope communication error (the image does not appear) during reprocessing of the device. No patient involvement or injuries were reported. No additional information has been obtained.